Manufacturer narrative:
The insulin pump was unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor (gold). The pump was received with a scratched display window, cracked display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that the pump had a prime/fill anomaly. The blood glucose at the time of the incident was 200 mg/dl. The customer states the insulin squirted out, during manual prime and the insulin continues to drip after letting go the act button during the prime process. The customer was disconnected during the priming. The customer was asked to check and see if the reservoir units match the status screen and determine it did not. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.